Manufacturer narrative:
The manufacturer did not receive device but x-rays and surgical reports of implantation and revision for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a znn cmn nail 11.5mmx42cm 125 l on the left side on (B)(6) 2013. In (B)(6) 2014 the pt "felt a pop in the hip and he was worsened pain ever since." X-rays revealed intertrochanteric fracture with likely nonunion and also the "rod" was broken. Due to the broken nail, the pt was revised on (B)(6) 2014.